Event description:
A non-healthcare professional reported that during cataract surgery with intraocular lens (iol) implant procedure, after the iol was normally delivered, a noticeable crease was found on the haptic of the lens.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).